Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her left eye (os) on (B)(6) 2006. The patient reported her vision has become fuzzy/hazy due to the development of a cataract and is not as clear as it was. The eye is completely cloudy. The lens remains implanted but will be removed.

Manufacturer narrative:
Pt's weight: unk adverse event: na event date: unk explant date: event problem codes: (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly icl was explanted/removed six years postoperatively to address a cataract development. Patient was told that cataract was iol induced. During the icl removal the damage of the iris occurred requiring secondary surgically intervention (iridoplasty). Postoperatively patient was prescribed glasses. The patient also reported that cataract had developed in the fellow eye and was attributed to the icl implant. No information was received neither from the implanting nor from the explanting surgeon. It should be noted that only 1-2% of patients develop clinically significant cataract following icl implantation. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)